Event description:
During an unknown procedure, the physician reported the reamer was dull and they were unable to scratch the surface. Surgery was delayed 10 minutes as a result of the incident. There were no reports of adverse events or patient injury as a result of the event.

Manufacturer narrative:
It has been communicated by the customer, that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information was provided by zimmer.